Event description:
It was reported that there were concerns that this right atrial (ra) lead may have perforated the heart wall during initial implant more than two years prior. The physician noted that there had been pleural effusion. Remote data collection showed this lead was presenting signs of high pacing threshold and loss of capture at the time of a call to technical services. It was noted that the patient had not been to an in-person check up in more than two years, and was refusing further follow-up or a device replacement. No additional adverse patient effects were reported.